Event description:
It was reported that the IV clamp was broken on the blood fluid warmer. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The manufacturer's investigation is still ongoing; when additional information is received, a follow-up report will be submitted.